Event description:
The hcp reported that the patient became obtunded after refill solution (18 ml of lioresal 2000 mcg/ml) infused into pump pocket. Decision made to replace as current syncrhomed implanted in 2000. At replacement, hcp noted "increased pocket fluid with catheter failure/fracture. Catheter trimmed and patient's tone/spasticity now managed at a dose 1/4th the previous dose." "Patient required mechanical ventilation x 3 days and inpatient rehab x 2 weeks to return to his baseline mobility. Currently, at lowest possible rate for current concentration (2000 mcg/ml)." Refer to manufacturer's report#: 6000030200700734.